Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the provided photographs show a fractured drill. Nothing further can be gained from the photos as both are blurred. A review of the device manufacturing records could not be performed due to missing lot number. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure the drill bit broke while trying to drill the femoral guide. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.